Event description:
The complainant reported that the patient had previously undergone the therapeutic procedure of having an enteral feeding device placed. In 2004, the j-tube was found to have become detached from the joint. The tube was found to be located by the inestinum caecum. The physician reported that he planned to remove the tube with the aid of a snare. Another enteral feeding device was successfully placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem. Several requests for additional information regarding the removal of the j-tube from the patient were requested from the complainant, at this time the requested information has not been received.